Manufacturer narrative:
Investigation summary: bd life sciences - preanalytical systems received a sample and photos from the customer facility for investigation. Based on the visual evaluation of the sample and photos, bd pas observed that the tube was damaged due to cracking. The manufacturing records were reviewed for the incident lot and no issues were identified. Investigation conclusion: upon review of the customer sample and photos, bd pas observed a cracked tube. Root cause: based on the investigation, a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the 16x100 mm x 10.0 ml bd vacutainer® plus plastic plasma tube was cracked before use. No medical interventions.